Manufacturer narrative:
Jc 8/27/15 this product was evaluated and repaired by an independent repair center. Should additional information become available regarding this no audible alarm issue, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit is alarming. The key failure is the 4way is not shifting. However, additional malfunction identified on the irs is a defective power switch (aka on/off switch) with no alarm. The non-alarming issue is a reportable event which is the basis of this FDA filing.